Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and cpe were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system images would intermittently be saved in different pts case. There is no report of death or serious injury associated with the complaint.